Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead integrity alert was triggered for high impedance. Lead impedance noted to have jumped up and then returned to normal. The lead remains in use. No patient complications were reported as a result of this event.